Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported on (B)(6) 2019, they were monitoring a patient with chest pains, using the intellivue measurement server (mms). An st elevation alarm occurred which was silenced by the nurses before leaving the patient. Following the alarm silence, the patient went into vfib and was in vfib for 3 minutes before device began to alarm. When the device did alarm after the 3 minutes, it alarmed asystole. The patient expired.

Manufacturer narrative:
H3 and h6: a review of the strips provided show st elevation occurring with measurements 2 mm. The ECG becomes erratic at 9:01 with st/ar labeling the beats as a for artifact or during this timeframe. The system is attempting to classify beats. The log data shows at 9:01:14 the alarms are actually suspended or paused and remain that way until 9:04:19. During this time no alarms of any kind will be provided by the monitor or central. As soon as the alarms become active again, the asystole alarm is provided. A review of the device logs and patient strips ruled out a product malfunction, as the device was working as designed and configured. Product labeling shipped with the device states that audible alarm indicator patterns are repeated until you acknowledge the alarm by switching it off or pausing it, or until the alarm condition ceases (if audible alarm indication is set to non-latching). The product label clearly warns that the most reliable method of patient monitoring combines close personal surveillance with correct operation of monitoring equipment. There have been no subsequent calls logged for this device / issue. The device remains at the customer site. No further investigation is warranted at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.